Manufacturer narrative:
The reported, event of noise was confirmed. Final analysis found, that as received, a complete lead was returned in one piece measuring 52.2 cm for analysis. Visual inspection found, an external insulation abrasion breaching. The outer insulation was noted, at 14.0 cm to 14.7 cm, from the connector pin. Consistent with friction to device can. The cause of the reported event was, due to outer coil exposure at the abrasion location.

Event description:
It was reported that the patient presented in the clinic for a follow up. Upon interrogation, the atrial lead exhibited noise episodes. The lead was explanted and replaced. The patient was in stable condition.